Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit intermittently stops pumping. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) was dispatched to investigate the unit and was unable to reproduce issue. The fse tested the unit by installing a helium tank and all visual inspections checked out ok. The unit was checked with a EKG trainer and the pressure trigger, fiber optic, and log check were all ok. The unit passed a full calibration, functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit intermittently stops pumping. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.